Event description:
Boston scientific received information that this patient's home monitoring system detected an increased pacing impedance measurement greater than 2,000 ohms for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient contacted boston scientific patient services as the remote home monitoring system had a red blinking light with a code. Review of the code indicated that the right ventricular (rv) lead impedance was high and out of range. Patient services assisted the patient with completing a successful remote interrogation and the patient was referred to their clinic. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.